Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient stated they experienced a hypoglycemic event in which the paramedics were called, and they stated the cgm was displaying a high value than what her bg was at the time of event. The patient could not provide specific values and she could not recall what the values were. The patient stated they were treated with intravenous (IV) therapy. Additionally, the patient stated they were wearing the sensor for about 10 days as they did not have additional sensors at the time of event. At the time of contact, the patient was recovered. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Dexcom labeling indicates: sensors may be worn for up to 7 days.